Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The reported low flow alarms were unable to be confirmed as no log files were provided. A specific cause for the alarms could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospice team saw the patient the night before due to worsening shortness of breath (sob). The patient had not been compliant with their nebulizer treatments. They were very weak. It took 2 people to get them back to bed from the bathroom. No left ventricular assist device (lvad) alarms at that time. The hospice nurse left at 22:30 and the patient was stable and in bed on their bilevel positive airway pressure (bipap). The patient's spouse saw them at 01:30 to help give them medications and reposition for comfort. No lvad alarms at that time. The spouse noted around 04:04 that the lvad had alarmed and went to their room. They found the patient face down on the floor unresponsive. The spouse called 911 and the hospice team. They did not call the lvad team. Emergency medical services (ems) called lvad and wanted guidance on compressions. No orders for compressions or resuscitation efforts as the patient was already on hospice and it had been 20+ minutes of straight asystole. The patient remained unresponsive with lvad alarming low flow. By the time ems arrived, the patient had no spontaneous breath sounds, no heart tones and pupils were fixed and dilated. Endco2 was down to 18 and flow from lvad was at 0.8 liters per minute (lpm). The lvad pump was deactivated, and time of death was noted to be 04:41. Pump had appeared to have been working up until the patient was found down. The reason for death was cardiopulmonary failure. No equipment would be returned as the patient had been cremated. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was placed on hospice care due to chronic respiratory failure, chronic obstructive pulmonary disease (copd), and failure to thrive. The death was not considered to be device related. The device had operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.